Event description:
It was reported to boston scientific corporation that an uncovered wallflex biliary stent was attempted to be implanted during an ercp (endoscopic retrograde cholangiopancreatography) with bi-lateral stent placement procedure on (B)(6) 2013. Two uncovered wallflex biliary stents were being placed to treat a 4cm lesion due to a malignancy at a bifurcation in the common bile duct (cbd). Reportedly, the patient anatomy was tortuous and had been dilated prior to the procedure. During the procedure, the first stent was successfully deployed on the right side of the bifurcation. The physician attempted to deploy a second stent on the left side of the bifurcation. The second stent partially deployed but could not be deployed any further and was not able to be reconstrained. The partially deployed stent was successfully removed from the patient; however the partially deployed stent got caught on the implanted stent during removal. The first stent was dislodged and removed the first stent with rat tooth forceps. The procedure was completed with two plastic biliary stents. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿fine.¿

Manufacturer narrative:
Reported event of stent partially deployed. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was attempted to be implanted during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6) 2013. The procedure was for bi-lateral stent placement of two wallflex biliary stents. According to the complainant, during the procedure, the stent was able to be deployed. However, upon removal of the delivery system, the catheter became caught in the metal stent. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Although the exact upn was not provided, the complaint device was reported to be a wallflex uncovered biliary stent system. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. The reported event of catheter difficult to remove from stent. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.